Event description:
It was reported that the patient presented to the emergency department approximately two months post-implant after receiving shocks. An interrogation showed the extravascular (ev) lead exhibited oversensing and undersensing on stored electrograms (egm), and there was a warning for lead noise. Episodes of device-classified t-wave oversensing (twos) were also noted, and it was reported that high-voltage therapy was inappropriately delivered due to p-wave oversensing (pwos). Reprogramming was performed to prevent additional inappropriate therapy for pwos, and due to the lead reportedly shifting to a new position. The ev lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.